Event description:
During product evaluation by a baxter service technician, a colleague infusion pump was found to have an air sensor in pump head p2 out of calibration. This was not reported by the customer. This condition had the potential to interrupt delivery. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received by baxter, and the condition was confirmed. (B)(4). The cause was determined to be air sensor in pump 2 out of calibration. To correct the condition, the air sensor was calibrated. If any additional information is received, a follow up MDR will be sent.

Manufacturer narrative:
(B)(4).